Manufacturer narrative:
Correction to h6 based on additional information received. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation of the device showed the following: the balloon distal end was separated from the nose cone, the balloon is partially attached to nose cone. The balloon is intact. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: post thv deployment, the balloon separated from nose cone. Cine and 3mensio report showed the inflation appears to have been performed non-coaxially in the annulus and biased heavily into the non-coronary cusp (ncc). The valve appears to open from the distal end first. In the mid deployment phases (when the outflow and inflow balance), the valve appears flatter than during a typical deployment and appears constrained along the entire ncc side. In the frame immediately before the balloon burst, the balloon appears to be unevenly shaped/constrained on the distal end around the cone. The lcc side, where the burst occurs, appears more bulbous than the ncc side. Calcification was also observed in the region of the burst. The reported event for balloon burst and balloon separated were confirmed based on objective evidence obtained from evaluation of the returned device and customer provided imagery. A review of the device history report and lot history did not provide any indication that a previously known manufacturing non-conformance would have contributed to the complaint event. A replication study was performed in order to determine if a unit manufactured with misaligned inflation balloon and nose tip during the laser bond process could pass visual inspection criteria and result to the reported nose cone and balloon separation during inflation. The study concluded that misalignment greater or equal to 2.0mm resulted in an immediate rejection of the units as visible melting, burn marks and misshapen nose cone were observed. On the other hand, sample units with misalignment of 1.5mm or less can potentially pass the visual inspection but most likely be yellow tagged for unusual appearance. Furthermore, the samples were inflated until they burst and a balloon tear was observed on the inflation balloon contrary to the reported nose tip-inflation balloon laser bond failure. In summary, the study was not able to replicate the observed damage on the event unit and therefore, the reported event is most likely not due to manufacturing non-conformance. Evaluation of the customer provided imagery points to patient factors as a possible cause. The 3mensio report and cine provided by the customer shows the presence of calcification near the left coronary cusp (lcc). Just before the burst, the balloon appears unevenly shaped/constrained and appears more bulbous on the lcc side, near the observed calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Therefore, the presence of calcification near the balloon suggests patient factors likely contributed to the event. Additionally, the customer provided imagery, also points to procedural factors as a possible cause. Inflation appears to have been performed non-coaxially in the annulus and biased heavily into the non-coronary cusp (ncc). This likely contributed to the uneven, flat, and constrained valve deployment observed in the cine. Available information suggests patient factors (calcification) and/or procedural factors (non-coaxial deployment) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 20mm sapien 3 ultra resilia valve, the 20mm commander delivery system balloon burst during valve inflation. The distal end of balloon was noted to be separated from nose cone. The valve was successfully implanted, and there was no harm to the patient.